Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was found. While prepping the taxus express2 2.5x8mm drug eluting stent, it was noticed that the tip of the stent was flared at the distal end. The damaged device was exchanged for a 2.5 x 12mm taxus stent as the same size was unavailable and the procedure was succesfully completed. No pt complications occurred.